Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized with a blood glucose level of 40 mg/dl. The customer's wife reported that the customer had been in a nursing home recently and the staff did not know how to properly operate the insulin pump. Caller also reported that the customer would often go low due to not eating. The customer's wife also reported that the insulin pump had a motor error alarm. Caller also stated that the customer experienced a high blood glucose level of 568 mg/dl, which was treated with a manual injection. The insulin pump will not be replaced or returned for analysis.